Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received, indicates the patient's leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00635. It was reported the patient experienced ineffective therapy due to lead migration. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.